Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The alarm history was reviewed and revealed a 36 fault code which was likely the alarm experienced by the customer. This alarm most likely recorded as a result of a battery exchange when not connected to external power, or due to intermittent communication errors as a result of one onboard battery not fully latched into place. Since the customer did not report a fault alarm during a battery exchange, it could not be determined how this fault alarm occurred. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent and/or recoverable alarms such as temperature alarms, or fault alarms resolved within their corresponding recovery duration are not recorded. The driver functioned as intended with no issues during incoming, functional and the extended run observation testing. The fault alarm experienced by the customer could not be reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient switched to a back-up freedom driver without any reported adverse patient impact.